Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between june 27-28, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked from "the port." The issue occurred prior to patient connection. There was no patient involvement. No additional information is available.